Event description:
Boston scientific received info that one day post implant, a chest x-ray confirmed that this lead had lost all of its slack and high thresholds were observed. The lead was successfully repositioned and remains implanted. At this time, the product remains in svc. If add'l info becomes available, this report will be updated as necessary.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.